Manufacturer narrative:
The lot number was reviewed and no other complaints were found for the lot number. Date of event is an estimated date.

Event description:
According to the available information the catheter was checked prior to insertion and when trying to deflate the syringe fell apart and was unable to deflate the balloon.